Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the shaft of the xience prime 2.25 x 28 mm separated at the proximal end, prior to being advanced into the insertion site. The nurse believed that it was because she did not completely withdraw the entire shaft from the packaging coil during preparation and insertion. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Event description:
Subsequent to the initial report filing, additional information was received stating that the separation occurred during advancement on the unspecified guide wire into the insertion site. There was no resistance during the advancement. The procedure was completed using another nc trek balloon without issue.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.